Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The quality controls (qc) were within range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call. The cse checked probes, calibrations and dispenses, all passed. The cse cleaned the wash station and performed inspection, which passed. The cse performed a check on port dispenses, pumps, manifolds, tubing and fitting, all passed. The cse performed dark count and no hardware related issues were found. The cse ran multi-diluent check, which passed. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia centaur instrument (serial number (B)(4), resulting lower. Additionally, the customer repeated the same sample after installing new reagent pack and performing calibrations on both advia centaur instruments, resulting lower than the inital discordant result. The corrected result was reported to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely elevated tni-ultra result.